Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a loop recorder had a pause episode which determined to be possible undersensing. The signal was noisy immediately before and after the pause and there was little noise away from the pause. The patient was asleep during the event and had no symptoms. The patient would continue to be monitored.